Event description:
It was reported that this implantable pacemaker was surgically explanted due to premature battery depletion. In addition, the patient was in the hospital and telemetry showed that the heart rate was in forties with no pace spikes. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was surgically explanted due to premature battery depletion. In addition, the patient was in the hospital and telemetry showed that the heart rate was in forties with no pace spikes. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a0711. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. An engineering-level assessment of the device memory found the device was operating in safety mode; however, no pacing pulses were noted. The device case was opened and the battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed testing. This testing confirmed the battery was depleted; however, despite analysis, the root cause of the battery depletion and reversion to safety mode could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Interrogation of the device confirmed it was operating in safety mode. Device memory could not be accessed due to low battery voltage. The device case was opened, and the battery was removed and replaced with an external power source, the current drain was measured and confirmed to be normal. The battery underwent detailed testing. Battery analysis was confirmed to be depleted but no battery performance issues were identified. Despite analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this implantable pacemaker was surgically explanted due to premature battery depletion. In addition, the patient was in the hospital and telemetry showed that the heart rate was in forties with no pace spikes. This device was explanted and replaced. No additional adverse patient effects were reported.